Manufacturer narrative:
The device serial number was not provided by the customer. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator has screen fault. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up repair information. Per field service engineer (fse) the equipment has no problem, no repair was performed.